Manufacturer narrative:
Unit alarmed button error due to unresponsive buttons due to corroded keypad traces. Unit was received with cracked case at lcd window corners and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump could have been exposed to moisture. Customer's blood glucose level was 176 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.